Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') in a 45-year-old female patient who had essure (batch no. B76529) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, discomfort, cough, postmenopause, menorrhagia, tubal ligation, hypertension, abnormal weight gain, abdominal discomfort, ache, back pain and left lower quadrant pain. Previously administered products included for an unreported indication: ibuprofen and tylenol. Concurrent conditions included arthropathy, knee arthroplasty, pelvic pain, perineal pain, pelvic laparoscopy, paratubal cyst, vaginal pain, adnexa uteri pain, pap smear abnormal, gynecological examination, obesity, stress urinary incontinence, folliculitis, endometrial ablation, excessive menstruation, diarrhea, abdominal cramps, d & c and endometriosis. Concomitant products included clarithromycin (claritin) since 2014, cyclobenzaprine since (B)(6) 2017, fluticasone propionate (flonase allergy relief) since 2014 and norethisterone (nora-be) from 1986 to 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower ("right lower abdomen pain"), 1 month 5 days after insertion of essure. On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation outcome was unknown and the abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal pain lower, dyspareunia and fallopian tube perforation to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- right lower abdominal pain,nausea, vomiting, menorrhagia. Lot number: b76529 manufacture date: 2013-10 expiration date: 2016-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)') in a (B)(6) year-old female patient who had essure (batch no. B76529) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, discomfort, cough, postmenopause, menorrhagia, tubal ligation, hypertension, abnormal weight gain, abdominal discomfort, ache, back pain and left lower quadrant pain. Previously administered products included for an unreported indication: ibuprofen and tylenol. Concurrent conditions included arthropathy, knee arthroplasty, pelvic pain, perineal pain, pelvic laparoscopy, paratubal cyst, vaginal pain, adnexa uteri pain, pap smear, gynecological examination, obesity, stress urinary incontinence, folliculitis, endometrial ablation, excessive menstruation, diarrhea, abdominal cramps, d & c and endometriosis. Concomitant products included clarithromycin (claritin) since 2014, cyclobenzaprine since (B)(6) 2017, fluticasone propionate (flonase allergy relief) since 2014 and norethisterone (nora-be) from 1986 to 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain lower ("right lower abdomen pain"), 1 month 5 days after insertion of essure. On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation outcome was unknown and the abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal pain lower, dyspareunia and fallopian tube perforation to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- right lower abdominal pain, nausea, vomiting, menorrhagia." Most recent follow-up information incorporated above includes: on 28-jun-2019: new pfs and mr received: this case becomes incident. New events added: perforation (fallopian tube(s) dyspareunia (painful sexual intercourse), lower abdominal pain. Lot number was added. The outcome of the events of lower abdominal pain, dyspareunia (painful sexual intercourse) were updated from unknown to recovered/ resolved. Concomitant drugs and concomitant conditions and medical history were added. Lab data was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.